Manufacturer narrative:
Approximate age of device ¿ 7 months.  The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted with right ventricular failure. There didn¿t seem to be a problem with the lvad. The patient had an impella percutaneous rvad placed on (B)(6) 2018 then began experiencing hemolysis and elevated lactate dehydrogenase (ldh). The impella was replaced by a protek duo rvad on (B)(6) 2018. There was no report of problems with the lvad. Patient expired on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
Investigation conclusion: no device-related issues were identified during the evaluation of heartmate 3 lvas, (B)(4), and a direct correlation between the pump and the reported events could not conclusively be established. (B)(4) was returned assembled with the pump cable intact. The intact modular cable was returned attached to the pump cable. The sealed outflow graft and the sealed outflow graft bend relief were returned secured to the pump cover outlet port. The apical cuff was returned secured with the fully engaged cuff lock. Examination of (B)(4) upon disassembly revealed depositions of loose, coagulated blood within the inflow cannula, outflow graft, and the pump cover. These depositions were not adhered to the device, suggesting that there was proper surface washing while the device was in use. Additionally, these depositions lacked lamination and denaturation. Their absence of structure further indicates that these depositions developed acutely and were not likely present while (B)(4) was supporting the patient. The retrieved log files appeared to capture the device functioning as intended until the driveline was disconnected on (B)(6) 2018. (B)(4) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The modular cable was connected to a cirris tester to evaluate the integrity of its wires. The cable passed without issue. The modular cable was then used with a test system and was found to function as intended, without any issues. No further information was provided. The manufacturer is closing the file on this event.